Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon third inflation at 10 atmospheres within several seconds. The device was removed without any problem using the normal method and the procedure was completed without replacing the device. No complications were reported and the patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole leak approximately 4mm distal from the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. As per spcb flextome specification, the rated burst pressure for this device is 12 atmospheres. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified multiple hypotube kinks. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon third inflation at 10 atmospheres within several seconds. The device was removed without any problem using the normal method and the procedure was completed without replacing the device. No complications were reported and the patient was in good condition post procedure.